Event description:
It was reported that the infusion ended early. The infusion was set for 96 hours, however it ended after only 12 hours. No patient injury or complications were reported in relation to this event.